Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the video system center went black. The issue occurred when the electrosurgical unit in the room was used during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that a connection/wiring configuration issue caused the image blackout and image flickers and darkening. Olympus will continue to monitor field performance for this device.